Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled follow-up. Atrial lead with noise was noted on stored auto mode switching. All other lead measurements were stable and in-range. The rest of the interrogation proceeded normally and that patient was stable throughout the case. The patient will continue to be monitored.